Manufacturer narrative:
Concomitant medical products: the lot number of the camera is p910167.a medtronic representative went to the site to perform a system check out and they replaced the camera. The system functioned as intended. The camera was returned for product analysis. The returned psu powered up on the test bench without issue. A check of the event log showed a bump had been detected on (B)(6) 2022. The psu has no apparent physical damage. The psu passed an accuracy test (aak) at .11 mm with a passing threshold of .25 mm. The bump had been cleared and the psu is now fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that while the representative was installing the system, she noticed that the camera had an amber light on it and it was displaying "localizer faulted". Troubleshooting steps were performed. The bump status was faulted and event logs showed that there was a fault along the camera's x-axis. There was no patient present.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: -, ubd: , UDI#: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.